Manufacturer narrative:
(B)(4) report 1 of 5. Concomitant medical products: gdc 18 soft (6mm x 15cm total 2)/stryker, ed coil soft(16mm x 15cm, 16mm x 10cm, 4mm x 12 cm total 3), ed coil extrasoft (3mm x 6cm total 2, 2.5mm x 6cm total 8, 2mm x 8cm total 8, 2mm x 6cm total 4)/kaneka. Unknown microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Cc: the complaint received states that one year post index procedure this (B)(4) study patient had coil compaction going from 80% occlusion at the time of the index procedure to 65% at the one year follow up. Codman coils implanted during the procedure were one presidio (pc4181034-30/f49674), and four helipaq (che180620-30/f54915, che100515-30/f61974, che100515-30/f59060, che100510-30/f50365). As well as a number of non-codman coils. The patient was a female of (B)(6) with medical history of hypertension, hemorrhagic stroke and hydrocephalus. Dob and weight unknown. The ruptured saccular aneurysm neck was 11.3mm, and the neck to sac ratio was 11.3mm:13.5mm. The parent vessel size diameter proximal was 3.7mm and distally was 3.0mm. Mrs before the procedure on (B)(6) 2011 was 5, after the procedure on (B)(6) 2011 was 5, and on (B)(6) 2011 was 4. The act was 119 seconds pre anticoagulation and 305 seconds post anticoagulation. No information regarding inr, pt and ptt. The occlusion rate of aneurysm was 80% after the procedure. The 1-year follow-up took place on (B)(6) 2012, aneurysm neck was 11.3mm, and the neck to sac ratio was 11.3mm:13.5mm. The parent vessel size diameter proximal was 3.7mm and distally was 3.0mm. Mrs on (B)(6) 2012 was 3. The occlusion rate of aneurysm was 65%. There is no report of treatment for the coil compaction. The coils remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Post implantation coil compaction is a known potential adverse event associated with aneurysm coil embolization procedures and is addressed in the IFU as such. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the available information suggests that patient/target lesion characteristics may have contributed to the reported event.

Event description:
The complaint received states that one year post index procedure this (B)(4) study patient had coil compaction going from 80% occlusion at the time of the index procedure to 65% at the one year follow up. Codman coils implanted during the procedure were one presidio (pc4181034-30/f49674), and four helipaq (che180620-30/f54915, che100515-30/f61974, che100515-30/f59060, che100510-30/f50365). As well as a number of non-codman coils. The patient was a female of (B)(6) with medical history of hypertension, hemorrhagic stroke and hydrocephalus. Dob and weight unknown. The ruptured saccular aneurysm neck was 11.3mm, and the neck to sac ratio was 11.3mm:13.5mm. The parent vessel size diameter proximal was 3.7mm and distally was 3.0mm. Mrs before the procedure on (B)(6) 2011 was 5, after the procedure on (B)(6) 2011 was 5, and on (B)(6) 2011 was 4. The act was 119 seconds pre anticoagulation and 305 seconds post anticoagulation. No information regarding inr, pt and ptt. The occlusion rate of aneurysm was 80% after the procedure. The 1-year follow-up took place on (B)(6) 2012, aneurysm neck was 11.3mm, and the neck to sac ratio was 11.3mm:13.5mm. The parent vessel size diameter proximal was 3.7mm and distally was 3.0mm. Mrs on (B)(6) 2012 was 3. The occlusion rate of aneurysm was 65%. There is no report of treatment for the coil compaction. The coils remain implanted thus unavailable for analysis.